Manufacturer narrative:
In the initial medwatch, the statement in h11 additional narrative: "the instrument triggered an abnormal aspiration alarm on the day of the event and several alarms within the month." Instead of: "no alarms were noted." No further issues were reported afterwards. No product problem was found. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (mis-sampling due to poor sample quality) at the customer site.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. No alarms were noted. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 8000 ise 1800 module. Initial result: 120.2 mmol/l. Repeat result: 139.5 mmol/l.